Event description:
It was reported that the sensor broke off when it was inserted, causing the insertion site to bleed. Pressure was applied to stop the bleeding. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.